Manufacturer narrative:
D.2. Additional medical device types: nsu, ouy, pqa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ vaginal panel, a discrepant patient result was obtained. The initial result was negative for bacterial vaginosis, but upon repeat it was positive for bacterial vaginosis. There was no report of patient impact.

Event description:
It was reported that during use of bd max¿ vaginal panel, a discrepant patient result was obtained. The initial result was negative for bacterial vaginosis, but upon repeat it was positive for bacterial vaginosis. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ vaginal panel (ref. (B)(4)) kit lot 5044792 was performed by the review of manufacturing records, review of customer¿s pictures, retain material testing and by the complaint¿s history review. Customer reported a discrepant result for the bacterial vaginosis (bv) target: the initial test was negative, while a repeat test performed from the same sbt yielded a positive result. For the investigation, the customer provided the run files for bd max¿ instrument (B)(6) (runs 2770 and 2772) and identified the samples in positions a1 (run 2770; initial negative) and a12 (run 2772; repeat positive) as the samples associated with the discrepancy. The review of quality control records of bd max¿ vaginal panel lot 5044792 revealed no anomalies that could explain the customer¿s discrepant results. The retain material of bd max¿ vaginal panel kit from lot 5044792 was tested and the results were as expected. Manual pcr curves adjudication was performed for the bv discrepants, and showed early amplification of the gardnerella vaginalis (gvag; fam channel) and lactobacillus spp. (Lacto; rox channel) targets, while atopobium vaginae target (avag; cy5 channel) showed slightly later amplification in both initial and repeat testing. However, in the initial testing, the amplification of avag target was slightly lower and lacto target slightly higher than the repeat testing, which resulted in the sample being under the threshold to give a bv positive result. Taken together, these results indicate a flora either evolving towards bv or a patient in remission. The sample is at a concentration at the limit of detection of the assay (lod) and is suspected of explaining the customer¿s discrepant results between initial and repeat test. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ vaginal panel kit lot 5044792. The root cause was not identified. However, specimen at or near the assay limit of detection (lod) could explain the customer's discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.